Event description:
Product was returned as part of field action. During manufacturer's internal eval of the product, the shock button failed to actuate.

Manufacturer narrative:
510(k) number is for first hs1 AED marketed. Event date is date that the device was tested at manufacturing facility. Result code used as stuck button is a mechanical failure. Conclusion used as device malfunction was determined by internal eval.